Event description:
It was reported that patient was experiencing pain at the low back. It was determined via x-ray that both leads have moved down multiple vertebral bodies. The patient underwent spinal cord stimulation (scs) lead revision procedure wherein the leads were repositioned. The patient was doing well postoperatively. Nothing was explanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7084537.